Event description:
It was reported by service report that the right calf support broke off at the pivot point. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: calf support.